Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump passed the displacement test, basic occlusion, occlusion, prime, and excessive no delivery test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they had an occlusion and insulin is not being delivered. Customer is unable to clear the alarm and buttons are unresponsive. The customer's blood glucose level was 96 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.